Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed a t2 and suture only. Neither show any defect. No functional testing of the device due to missing components. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (failure to fully actuate the device behind the meniscus during implantation). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a meniscus repair, it was noticed that the second needle of the fast fix 360 dislodged. It is unknown how the procedure was performed, or if there was any surgical delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h2: corrected and additional information in b5 and h6: health effect - impact code.

Event description:
It was reported that during a meniscus repair, it was noticed that the second needle of the fast fix 360 dislodged. T1 and t2 were successfully removed using tweezers. The procedure was resumed, after a non-significant surgical delay, using an equivalent s+n back up product. No further complications were reported.